Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/29/2025 the user reported experiencing hypoglycemia with blood glucose (bg) levels of approximately 43 mg/dl after making a meal announcement and eating breakfast. The user treated with carbohydrates, and recovered without outside assistance or medical intervention. No long-term health effects were reported.